Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 70 mg/dl at the time of the incident. The customer was at 107 to 200 mg/dl at the time of the call. The customer used juice and food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer believes the pump was over delivering. The customer stated they used the reservoir for 5 to 6 days. The insulin pump will not be returned for analysis. Frn-mmt-326-rsvr, unomed set.